Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure from l5 to s1, the holding sleeve became cross-threaded when the screw was loaded onto it. During insertion, the screw broke. Surgeon used a back up sleeve and the same thing happened. A third sleeve was used successfully and the procedure was completed without any more issues. Patient did not sustain any harm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. H3, h6: the sample was returned and the first thread on the distal end of one device is broken off and the remaining threads have dents and burrs. The first thread on the distal end of the other device is partially stripped. The tips of both devices cannot be inserted into a screw due to the damage. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Product evaluation reports, the damage is consistent the condition of the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered valid from a manufacturing perspective. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative:

Event description:
This is report 1 of 1 for this complaint (B)(4). This report was for two holding sleeves with the same part and lot number.